Event description:
Caller reported an alarm 2 triggered by an occlusion event occurring earlier in the day, which caused the customer¿s blood glucose level to exceed 500 mg/dl, with the display reading ¿high.¿ customer took corrective action by administering a correction bolus using the pump, without requiring assistance from a third party. Although recurrence was noted, customer consistently resolved issues by resuming insulin. No additional technical support was deemed necessary as the case was closed by cts.